Event description:
No additional information regarding the event have been received since the previous medwach report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). H6) ec method code: 4117 - device not accessible for testing. Summary of investigational findings: a patient with an infected aortic aneurism (taa) had an tevar procedure performed. The physician attempted to insert a zta-p-34-161-w1 after ballooning, but he felt resistance in the access vessel, therefor the device was retrieved, and the physician found that the tip of the sheath had a wrinkle ((B)(4)). The device was replaced with a zta-p-30-155-w1 (complaint device). The zta-p-30-155-w1 was placed at zone 2. Endoleak type 1a occurred. Coil embolization was performed around the sealing stent and the lsa. It was reported that the endoleak was resolved at the completion of the procedure. The endoleak was thought to appear due to the under sizing of the diameter of the stentgraft. It was reported that the anatomy of the patient had calcifications. No adverse effects to the patient, as a result of this incident, was reported. Per the findings of the imaging reviewer: ¿the preop CT study, dated (B)(6) 2019, is reviewed. The thoracic aorta is heavily calcified¿ and ¿the proximal neck is 39 mm long from the lcca and appears heavily calcified with partial mural thrombus¿. Furthermore the review states: ¿the proximal neck diameter is 33.6 x 28.4 mm at the lcca, 30.6 x 27.5 mm at the lsa (19 mm from the lcca), 29.3 x 27 mm at 25 mm from the lcca, and 29.5 x 29.3 at the distal neck margin (39 mm from the lcca)¿. The imaging reviewer¿s impression is that the 30-mm zta graft is inadequate for the preop proximal neck diameter measurements between 29 and 33 mm from the lcca to the start of the aneurysm and the proximal neck is heavily calcified with partial mural thrombus. This could also compromise proximal seal and contribute to the type 1a endoleak. Review of the device history record gave no indication of the device being produced outside of specifications. The IFU sent with the device states: ¿strict adherence to the zenith alpha thoracic endovascular graft IFU sizing guide both in terms of component diameter as well as component type/length is strongly recommended in order to mitigate the risk for events (e.g., endoleak) that could result from selecting inappropriate device sizes¿ and ¿land the proximal and the distal ends of the device in parallel aortic neck segments without acute angulation (> 45 degrees) or circumferential thrombus/calcification to ensure fixation and seal¿. Furthermore, according to the IFU endoleak is a known adverse event. Additionally it is noted that the device is used outside of indications, as per the IFU the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the following patient populations: aortitis, inflammatory aneurysms and mycotic aneurysms. Based on the information provided and the imaging review a likely cause for this event could be traced to the patient condition as well as the user. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the event have been received since the previous medwach report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device under PMA/510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the target site was zone 2. The access was obtained by the right. The physician attempted to insert the complaint device into the patient¿s body after ballooning, but he felt resistance and could not introduce the device into the patient¿s body. Then, he confirmed that the former part of the sheath was winkled. (Pr271255) therefore, zta-p-30-155-w1 (e3712186) was used instead. However, endoleak type1 occurred, which was thought to be due to the smaller diameter/ under-size than the anatomy. (Pr271256) coil embolization was performed around the sealing stent and the left subclavian artery because the stent graft was placed at zone 2. Eventually, the endoleak disappeared. Additional information received 07aug2019: the physician experienced resistance at the external iliac artery the physician did not check if there was wrinkle on the sheath before using it. Therefore, he is not sure when the wrinkle emerged. Zenith(zta-p-30-155-w1:e3712186) was placed on zone2. Calcification observed from the external iliac artery to the common iliac artery. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence